Manufacturer narrative:
We are unable to review the DHR as no lot number was provided. The device was not returned to kimberly-clark for evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned by customer to kimberly-clark for evaluation.

Event description:
Kimberly-clark received a report stating, " physician was performing an rf ablation of c2-c4 medial branch nerves. During the procedure the patient supposedly sustained an air embolism in the spinal cord. The patient displayed signs of quadriparesis or weakness in their arms and legs. The patient has been under going rehab since." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).